Event description:
Surgeon was biting soft tissue and bone during spine case when the foot plate broke off. No pt injury; surgery was delayed five mins to retrieve broken foot plate.

Manufacturer narrative:
Eval: the instrument has not been properly oiled. The blade is blunt. Together , these lead to high forces when cutting with the instrument and is the reason for the breakage. Insufficient maintenance and wrong handling are the causes of the failure. There are no hints for product or material deviations. Hardness and material correspond to the specification.